Manufacturer narrative:
Date sent: 11/30/1998. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported that an ax55b was used during an unknown procedure. It was reported by the affiliate that there was an incomplete staple line, which resulted in staple line bleeding. There was no consequence to the patient.